Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and exhibited loss of bladder control and stomach pain. She had a hysterectomy about two years ago and her implantable neurostimulator was reprogrammed. Her symptoms have been getting worse since the reprogramming but worsened last week. She was unable to feel stimulation on any of her stimulation programs. The pt was in a lot of pain. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.